Event description:
A patient/layperson informed a customer care advocate, cca, in 2007 that his new one touch ultrasmart results were inaccurately high based upon how he felt after testing. After obtaining results of 400, 355, and 365 mg/dl at an unknown time the day of the call, the patient reportedly felt sweaty. Because the patient had no control solution to run a quality control test, he ended the call before the cca could ask more questions. Because the patient claimed he felt sweaty, a symptom that can be associated with hypoglycemia, after obtaining reportedly high results, this complaint is classified as an adverse event.